Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve double access system (was) was positioned and a 27mm watchman flx pro closure device and delivery system (wds) was inserted. Once position, anchor, size, and seal (pass) criteria were met the closure device was released. After release, the physicians noted that the closure device shifted to an undesirable position. The closure device was retrieved with the use of a non-boston scientific grasping device and large bore sheath. A new 27mm closure device with a watchman trusteer sheath was subsequently implanted. The patient remained stable throughout the procedure with no injury reported.

Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve double access system (was) was positioned and a 27mm watchman flx pro closure device and delivery system (wds) was inserted. Once position, anchor, size, and seal (pass) criteria were met the closure device was released. After release, the physicians noted that the closure device shifted to an undesirable position. The closure device was retrieved with the use of a non-boston scientific grasping device and large bore sheath. A new 27mm closure device with a watchman trusteer sheath was subsequently implanted. The patient remained stable throughout the procedure with no injury reported.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis. The watchman flx? Pro was retained by the customer; therefore, returned device analysis could not be completed. Device history record review. A review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0038031398. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant movement/shift (additional device required). Risk review: a risk review was completed and confirmed that the event of implant movement/shift was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.